Event description:
It was reported that the 9900 sys would not x-ray and the sys tracked to maximum technique during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.